Event description:
This report is submitted to report that the deployed mitraclip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet and required surgical intervention for treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, with an anterior leaflet flail, and a small posterior leaflet. It was also observed that the leaflet tips were thick. The clip delivery system (cds) was advanced to the mitral valve. It was noted that grasping was difficult due to the thickness of the leaflets; however, grasping was able to be achieved, and the mr was reduced to 3+. During deployment of the clip, at the point of the separation of the radiopaque tip ring, the clip detached from the posterior leaflet, remaining secure on the anterior leaflet (single leaflet device attachment/slda). The mr returned to 4+. Due to the significant swinging of the clip caused by the flail, it was decided to abort the procedure and send the patient to surgery for valve replacement. The surgery was successful, and the patient is recovering well post-surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for failure to adhere or bond/difficulty grasping the leaflets and single leaflet device attachment (slda) leading to incomplete coaptation of the leaflets can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. A review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip components actuated as expected. Additionally, no non-conformances were issued to the reported lot and a review of the complaint history of the reported lot did not indicate a similar issue. With respect to the patient condition, procedural conditions and/or user technique, failure to adhere or bond/difficulty grasping and slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, it is likely that the reported challenging patient anatomy (thick leaflet tips, small posterior leaflet and anterior leaflet flail) contributed to the difficulty grasping the leaflets and subsequent detachment of the clip from the posterior leaflet. Based on the information reviewed, the reported difficulties appear to be related to patient/procedural conditions. There does not appear to be any evidence of a product quality deficiency associated with this device. The patient effect of mr is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. In this case, the most probable cause for the reported mitral regurgitation was likely due to the detachment of the clip from the posterior leaflet/incomplete coaptation. The reported surgical procedure and hospitalization were related to case-specific circumstances, as the patient was sent to surgery for valve replacement due to the significant swinging of the clip caused by the flail. Based on the information reviewed,there is no indication of a product deficiency.